Manufacturer narrative:
Analysis determined an intermittent electrical open due to over spray of orange insulation coating inside the pivot hole on the top jaw where the contact touches. This condition can result in a poor coagulation effect.

Event description:
At the beginning of a radical prostatectomy procedure, the device failed to seal. The case was continued using another electrosurgical device. No patient harm was reported.